Event description:
It was reported that pump malfunction occurred with speaker error and related malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that malfunction was resettable, provided pump reset instructions, assisted customer in resetting pump, verified that malfunction did not recur, advised customer that pump could continue to be used, and instructed customer to call back if malfunction code recurred, with customer acknowledging and understanding these instructions.